Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap chole. According to the reporter: they had a problem to load a clip. Or time was extended longer than 30 minutes, no clips fell into the patient's cavity, no additional blood loss or tissue damage. It is believed that the staple malformed as well. More information requested.